Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubies had failed and were unable to be recovered as they required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28 july 2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, a field service engineer (fse) found no issue with the station and pharmacy had not attempted a recovery before the ticket was submitted. The cubie pocket was overfilled with medication. Customer was able to recover the cubie without any issues. The system functioned as intended after the field service engineer investigated the device.